Event description:
A health professional reported that the tip of a cascadia an lordotic-oblique inserter fractured intra-operatively. The procedure was completed successfully with a 15 minute surgical delay. No adverse consequences were reported.